Event description:
It was reported that during a laparoscopic total gastrectomy, the trocar chip was broken off when the doctor intended to remove it from the anvil which was placed on the esophagus. The trocar chip was twisted to be removed, but the locking spring did not move and it was broken off. As the broken chip could not be retrieved endoscopically, the procedure was converted to open the abdominal cavity. After that, a competitor's device was attempted, but the knife that device did not move. Therefore, the thoracic cavity was additionally opened to complete the anastomosis. As of (B)(6), the drainage of fluid from the drainage which is being placed on the chest is large amount. The patient is being observed carefully. Additional information has been requested.

Manufacturer narrative:
(B)(4). Pictures (attached) and dvd from procedure were received and reviewed. Additional information received: ees field quality engineer provided the following observations of the pictures: there are some scratches on the anvil spline and trocar clips. However, knowing when and how these marks occurred cannot be determined from these pictures. There are deep scratches and gouges that the blue plastic ancillary trocar sustained by the grasping instruments during the removal efforts. There is fatigued plastic whitening around the break area as a result of the pulling and twisting of the trocar during removal attempts. Ees [analysis] quality engineer provided the following observations of the pictures: it is noted that one piece of the ancillary trocar is lodged inside the anvil shaft; in addition, scratches are visible on the ancillary trocar distal end, and on the trocar clips (locking springs). The damage seen is consistent with the anvil being grasped by the locking springs or some interaction on the locking springs preventing the movement of the components and locking the ancillary trocar in the anvil. Ees field quality engineer provided the following observations of the dvd: trocar clips do not appear to expand and contract during ancillary trocar removal attempts. Tissue appears to be very secure around the anvil shaft, allowing for minimal shaft to tissue (sliding) movement. Tissue appears to extend down over the upper third of the trocar clips. Numerous attempts to disengage the ancillary trocar show the grasping instrument simultaneously gripping the anvil shaft and the ancillary trocar body. This placement essentially negates the pull-off and rotation forces while causing damage to the plastic ancillary trocar. Pull-off and rotational forces applied to the ancillary trocar in an effort to disengage the said, were so great that at least two (2) dissectors were broken before the ancillary trocar finally twisted in half. The above observations are all indicators that the trocar clips were expansion restricted, unable to open up enough to release the ancillary trocar. This restriction resulted in excessive forces being applied during removal attempts, causing damage to the ancillary trocar and eventual plastic fatigue and failure (ancillary trocar breaking). A common cause of this type of expansion restriction is when purse string sutures inadvertently get drawn down tightly over the trocar clips, hence restricting the expansion of the trocar clips, preventing ancillary trocar release. Clinical opinion from ees consultant surgeon: it appears that the surgeon was utilizing the proper instrumentation, and technique to detach the trocar from the anvil shaft. I can see no clinical reason why such difficulty was encountered, other than to suggest that it is important that the detaching forces are in as linear an approach as possible. I also see no indication of this difficulty directly resulting in a caval injury.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the doctor uses ils seemingly 100% and is used to use ils. The number of lap gastrectomy for this doctor is (B)(6) a year. The doctor had performed a procedure with the same technique at total gastrectomy before this case. Before that, the doctor used to perform orvil technique. When the peeling operation of the esophagus was performed during the thoracotomy procedure, inferior vena cava was damaged. As bleeding occurred about 3000cc, the hemostasis was performed soon and then another cdh21 was used to complete the case. We have no detailed information whether the transfusion was performed or not. As of now, the patient is being treated at ICU. We will get the operation video in the near future.

Manufacturer narrative:
(B)(4). Additional information received on (B)(4) 2011: the patient expired today ((B)(6) 2011). Now we will try to get the detailed information of the patient. If we'll get the additional information, we'll let you know. Additional information received on (B)(4) 2011: our sales rep does not interview actively regarding this event. Because this hospital staffs thought that this event occurred for the doctor's technical error. So, we cannot get additional information.